Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the 578sd gasket fell into the pt. The gasket was retrieved from the abdomen by the surgeon.